Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was no label or missing label infromation. The following information was provided by the initial reporter: distributor reported dressing damage. Inner bottles are place tightly against each other in the carton and hence label wording is fading/ unable to read.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2340610. D4. Medical device expiration date: 2023-09-30. H4. Device manufacture date: 2022-12-06. D4. Medical device lot #: 2305660. D4. Medical device expiration date: 2023-08-31. H4. Device manufacture date: 2022-11-01. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: customer reported a vial label damage. Photos of damage vial labels were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples were visually inspected for the damage reported by the customer. Retention samples from batch 2305660 when visually inspected a damage to the vial label was observed. This defect was not related to the customer defect. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo received. A technical assessment was performed to determine if the labeler machine had mechanical issues and/or breakdowns during the labeling process of aforementioned batches. Investigation revealed that preventive maintenance to the labeler machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no malfunctions related to damage vial label. Evaluation of production reports showed jam synchronization issues and labels stuck to the drum of the labeling line. Events like this are resolved during the labeling process. In relation to the retention samples (batch 2305660) defect, a technical assessment was performed to determine if the case packer machine had mechanical issues and/or breakdowns during the packaging process of aforementioned batch. Preventive maintenance was completed, and activities were performed with no observations reported. The root cause was damage cause by the case paker when the bottles were manually packed. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) that there was no label or missing label infromation. The following information was provided by the initial reporter: distributor reported dressing damage. Inner bottles are place tightly against each other in the carton and hence label wording is fading/ unable to read.